Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had malfunctioned and they received inappropriate therapy. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.